Event description:
Follow up information was received on 29-nov-2023: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00010930 (expiry date: 07/2024).

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event vascular occlusion (vascular occlusion) was deemed to meet serious injury criteria due to the patient's hospitalization. The device history record of belotero balance lidocaine, lot number b00010930, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. Nonconformance reports, corrective/preventive actions related to this lot, but none that would have contributed to this event.

Event description:
This spontaneous report was received from a thai physician and concerns a 26-year-old female patient. She was injected subcutaneously, with a total of 1 ml of belotero balance lidocaine into the nasolabial folds, on (B)(6) 2023. Batch number was reported as b00010930. A lot search in the global safety database was conducted. She was injected with 0.5 ml into each side (right and left, 0.3 ml at 1/3 superior part and 0.2 at 1/3 bottom part). Retrograde fanning, linear retrograde technique was performed. A tbc needle was used. The patient was previously treated with a total of 1 ml of neuramis into the nasolabial folds (per side), in (B)(6) 2023. The patient had no type I allergy, type IV allergy, atopic spectrum disorders, autoimmune disease, relevant medical history/underlying diseases, concomitant medication or extreme heat exposition. On (B)(6) 2023, 2 days after the treatment with belotero balance lidocaine, the patient experienced pruritus, pustule, erythematous macule, which extended around nasolabial folds. On (B)(6) 2023, she went to see the physician and informed that she experienced pruritus. Based on the physical examination, pustules and erythematous macules were reported. There were not tender, no bump or lump and no signs of visual loss. Capillary refill was performed and the result was normal, 1 to 2 seconds. Vascular complication from the hyaluronic acid (ha) filler was not ruled out. The physician decided to treat her with a total of 1500 units of liporase hyaluronidase, 4 bottles). On (B)(6) 2023, multiple pustules erythematous macules and pruritus remained persisted. The physician treated her with a total of 1500 units of hyaluronidase (7 bottles). On (B)(6) 2023, there was a clinical worsening whereby multiple pustules erythematous macules occurred around superior labial artery with purple macules around nose area. The pruritus remained persisted. The physician decided to refer her to admit to the hospital. She was admitted to the hospital and received intra-arterial hyaluronidase treatment together with hyperbaric oxygen therapy (hbot). The patient was hospitalized for 1 night. On (B)(6) 2023, she was clinically stable, pustules erythematous macules and pruritus remained persisted. She was injected with hyaluronidase locally, on the area where pustules occurred. She received enopaxarin before discharge. She was discharged and was prescribed with augmentin and ciprofloxacin, aspirin (81 mg) for 5 days. On (B)(6) 2023, she was clinically stable and received only hyperbaric oxygen (hbot) treatment. On (B)(6) 2023, she clinically improved. Pustules decreased, remained with needle marks. She received hyperbaric oxygen (hbot) treatment for 4 hours. It was reported that her symptoms were better and she almost fully recovered. The outcome of the events was reported as resolving. In the opinion of the reporter, the events vascular complication and pustule (macules) were of severe intensity. In the opinion of the reporter, the events were related to belotero balance lidocaine and the own injection technique and sterile technique. Follow-up information was received on 08-nov-2023: the initial assessment text was amended in regard to the wording of the current thai instructions for use (IFU) of beloerto balance lidocaine.the event vascular complication was deleted. The event vascular occlusion was added. The patient was injected with belotero balance lidocaine, for nasolabial folds augmentation. A cannula 22 g was used. A vascular occlusion was the final diagnosis. The treatment with hyaluronidase and hyperbaric oxygen treatment (hbot) were considered necessary to prevent permanent or serious damage. The patient fully recovered. All pustules were flattened. The outcome of the events vascular occlusion, pustule (macules) and pruritus was reported as resolved, in november 2023 (changed from resolving).